Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: xt-r, whisper ms, balance middleweight 2. Guide cath: mach 1 fr 4. Balloon material ruptures can be affected by numerous factors including, but are not limited to: balloon damage during manufacturing, materials, handling, lesion calcification and tortuosity, an interaction with a previously implanted stent, insufficient preparation prior to use or from interactions with other devices. Since there was no report of any leaks noted during preparation for use, this may suggest that the balloon was not damaged prior to the procedure. Additionally, the lesion was mildly tortuous, mildly calcified and 100% stenosed, which may have contributed to the reported difficulty. It is possible that the balloon material became damaged (scratched) from interactions with other devices and/or the tortuous and calcified lesion, such that the balloon ruptured upon inflation attempt. Return of the mini trek may have ultimately aided the investigation in determining a cause for the experienced rupture. To ensure this type of damage is not a result of a potential product related deficiency, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify the rated burst pressure (rbp) and balloon integrity. A review of the finished device lot history record did not reveal any nonconforming material records associated with this lot that could have contributed to this complaint and all on-line inspections and testing met manufacturing criteria. In addition, a query of the complaint-handling database did not reveal any other incidents reported for balloon ruptures from this lot, suggesting that there are no lot specific product quality deficiencies. A definitive cause for the reported balloon rupture cannot be determined.

Event description:
It was reported that during a mid right coronary artery procedure the trek balloon catheter ruptured on first inflation at 10 atmospheres for 30 seconds. Vessel and lesion site were characterized as being mildly tortuous and calcified, eccentric, de novo and 100% stenosed. A new trek catheter was used to continue with the procedure prior to implantation of a xience v stent. No adverse patient effects were reported. No additional information was provided.